Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was showing the ¿apply sample¿ message when the patient was attempting to test. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged issue first occurred during the morning of (B)(6) 2015. The patient manages their diabetes with oral medications (type and dosage unknown) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management routine as a result of this alleged issue. During the initial call with the cca the patient claimed to have experienced the symptom of ¿tingling¿, and stated that this first occurred ¿2 days¿ after the alleged product issue began. The patient did not receive any form of treatment as a result of experiencing this symptom. At the time of troubleshooting, when walking the patient through a re-test, the cca noted that the test strip completely draws in the sample, but the issue remained unresolved. The products were requested for evaluation replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (03/30/2015).the patient¿s meter has been returned on 3/4/2015 and evaluated by lifescan product analysis on 3/17/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a contact issue with low spc pin 2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.